Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 25 of the patient's mouth. Details of surgery: ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV, bruxism, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling, bleeding and inflammation. No further patient complications were reported.